Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient was rescheduled for a inflatable penile prosthesis (ipp) revision surgery on march 30th. The patient experienced hematoma. No more information is available at the moment. Additional information received. The patient's device is an artificial urinary sphincter (aus), not an ipp. The pump was removed, the physician used deactivation plugs and plans to re- place a new pump and a different site. The patient is currently recovering.